Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was beeping currently without notification. The customer¿s blood glucose level was 110 mg/dl. The customer also reported that the insulin pump also received pump error and customer had already cleared alarm. The insulin pump will not be returned for analysis.